Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (tensioner, part number 03.311.001, lot number 1831522). The subject device was received in a used condition. Use testing confirmed that the subject device did not tighten wires correctly as intended. The wedge component, which clamp the wires, were not moving freely inside the collet assembly. The complaint condition was confirmed. This issue has been previously investigated and may be due to residues which result in the soiling of the collet assembly clamping mechanism. During manufacturing, the collet assembly is lubricated with synthes power tool grease according to the assembly instructions and product drawings. This lubrication can disappear after years of use which can lead to malfunction. The subject device was manufactured on feb 21, 2008. During manufacture, clamping and tensioning of the wires was tested in accordance to the assembly instructions and inspection sheet. Based on this, it can be assured that the subject wire tensioner was functioning as intended after assembly. No manufacturing-related issues were identified and/or confirmed during the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Although requested, additional information has not been yet received as of the submittal date of this report. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery on an unknown date, two wire tensioners did not tighten the wires. The surgery was completed without delay or reported patient harm. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
22mar2016 update: per reporter, no other medical intervention required. Patient was unaffected. Problem was resolved by using another tensioner.